Manufacturer narrative:
Medical advisor interpretation: post-op ap of lateral images for level two cervical fusion c5-7. The plate has been applied at an angle in the ap view and is fractured between c5-6. Fusion status is unknown but there does not appear to be much change between the interbody graft and the vertebral end plates. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information added in b5 and b7 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2013: the patient underwent cervical CT. Impressions: large posterior osteophytes at c6-c7, large calcification at c5-c6 (B)(6) 2013: the patient underwent x-rays of the cervical [ap, lateral]. Impressions: cervical myelopathy, cervical radiculitis, cervical sprain/strain (B)(6) 2013: the patient underwent cervical spine MRI without contrast. Impressions: I) c3/c4, mild left foraminal encroachment ii) c4/c5, mild right foraminal encroachment iii) c5/c6, small to moderate partly focal central protrusion and ridging, mild central stenosis, mild right foraminal encroachment IV) c6/c7, diffuse annular bulging including broad-based left lateral component, mild to moderate central stenosis, moderate to severe bi\foraminal encroachment. (B)(6) 2013: the patient came for follow up visit. (B)(6) 2013: the patient came for follow up visit. (B)(6) 2014: the patient came for follow up visit. Diagnoses: cervical myelopathy (B)(6) 2014: the patient was presented with following pre-op diagnosis (I ) cervical spondylosis (ii ) cervical myelopathy (iii) cervical radiculitis. The patient underwent following procedures (I) c5/6, c6/7 arthrodesis (ii) c5-c7 anterior instrumentation (iii) use of allograft (IV) use of autograft (v) intra op fluoro vi) neuromonitoring. As per op notes, ¿I bluntly dissected down and found the spine and the longus colli. A penfield 4 was placed over the c6-c7 disk space, and permanent fluoroscopic image was saved for localization. I then made an annulotomy in the c6-c7 disk space. The anterior longitudinal ligament and longus colli were then subperiosteally elevated from c5 to c7 without disrupting the disk space at c4-c5 or c7-t1. Self-retaining retractors were then placed. The curets and pituitaries were then placed in c7 and c6 and distracted at c6-c7, caspar pins were then placed in c7 and c6 and distracted appropriately. I then used the bur to mill the endplates down. I then used the nerve hook to go through the posterior longitudi nal ligament (pll) and tool a #2 kerrison and removed the pll. I went up bilaterally and made sure that I had good decompression of the c7 nerve roots bilaterally. After I had good preparation of the endplates, decompression of the nerves, and hemostasis. I sized for a size 7 allograft. Throughout the case, the bone shavings from the bur were harvested for local autograft. I then mixed the local autograft and pressed with some demineralized bone matrix (dbm) onto the cortical cancellous allograft. That was a 7 mm lordotic allograft and placed it at the c7 disk space. I had a good fit. The caspar pin was then removed at c7 and was placed at c5. I then used the 15 blades to do an annulotomy of c5-c6 and did the discectomy with a curets and pituitaries at c6-c7. A caspar pin distractor was then placed and went through the pll with a 2 mm kerrsion and completed decompression of the c6 nerve roots bilaterally. I then used the bur again to mill the endplates and had a good decompression, good hemostasis. I then sized for another 7 mm graft. At c5/6 the disc osteophyte complex was difficult to get through and tease off the dura. I then placed the cortical cancellous allograft into the c5-c6 disk space that had dbm and allograft pressed into it. The wound was then thoroughly cleaned out and irrigated, and it had good hemostasis. I then sized for a 37.5 mm atlantis translational plate and then placed a stay pin in c6. Then with the drill guide I drilled bilaterally at c5 and placed 16 mm variable angle screws into c5. I then went down to c7, then drilled and placed 2 variable angle screws in c7. The one on the right was a 4.5x15 mm. The one on the left was 4.0x16 mm. I had good fixation. I removed the holding pin in c6, drilled and placed 2 fixed angle screws that were 4.0x16mm screws in c6. The wound was thoroughly cleaned and irrigated. Before placing the plate, I did place the rest of the bone graft with the dbm and the autograft that was harvested into the gutters lateral to the cortical cancellous allograft. I had good hemostasis. I had good bleeding and made sure there was no bleeding along the bone edges or on the longus colli. After I had good hemostasis. I then closed the platysma and the subcutaneous tissue in 1 layer with 2-0 vicryl suture, 4-0 vicryl suture was used to close the skin in a running subcuticular fashion. Sterile dermabond dressing was placed.¿ the patient underwent rad-cervical spine 2 -3 views. Impressions: recent anterior fusion involving the c5, c6 and c7 levels. Alignment of the vertebrae appear unremarkable. (B)(6) 2014: the patient came for follow up visit. (B)(6) 2014: the patient underwent x-rays of the cervical [ap, lateral]. Impressions: 2 weeks s/p c5/6 6/7 arthrodesis, 2 weeks s/p c5-7 anterior instrumentation. (B)(6) 2014: the patient came for follow up visit. (B)(6) 2014: the patient underwent x-rays of the cervical [ap, lateral]. Impressions: 6 weeks s/p c5/6 6/7 arthrodesis, 6 weeks s/p c5-7 anterior instrumentation. (B)(6) 2018: the patient came for follow up visit. (B)(6) 2019: the patient underwent cervical x rays. Impressions: I) cervical chronical pain ii) cervical stenosis. (B)(6) 2016: the patient came for follow up visit with a complaint of right arm numbness since three weeks. She also gets pain that shoot down her arm, some pain in her shoulder when she turns her neck of mid intensity, sometimes a sharp pain. (B)(6) 2016: the patient came for follow up visit and her CT scan done. 12 jul 2016: the patient came for follow up visit. (B)(6) 2016: the patient came for follow up visit. (B)(6) 2017: the patient came for follow up visit. (B)(6) 2017: the patient came for follow up visit and ultrasound was performed. (B)(6) 2017: the patient came for follow up visit. (B)(6) 2017: the patient came for follow up visit. (B)(6) 2017: the patient had a gfr test done with low sodium levels. (B)(6) 2017: the patient had a gfr test done with high glucose levels. (B)(6) 2017: the patient came for follow up visit. (B)(6) 2017: the patient came for follow up visit and suffered from right arm pain for 2 months on and off. Has had some screws put in her cervical spine. She has some intermittent pain. It radiates down her right lower neck into her arm and shoulder blade. Occasional numbness and tingling in arms. Pain is an 8/10. Sometime hurts when she turns her head to the right. Neck nerve was pinched. (B)(6) 2017: the patient came for follow up visit and suffered from radial side elbow pain two months ago, numbness in hand. (B)(6) 2017: the patient came for follow up visit and had radial side elbow pain arm pain and injury for 2 months ago and numbness in hand, lab work done with radiological report. There appears to have been previous surgery at the distal right clavicle. Unremarkable shoulder examination. 07 jan 2018: the patient came for follow up visit and suffered from right arm pain intermittently for months, likely related to radi culopathy. She has had cervical fusion about 4 years ago. No neuro deficits on exams. (B)(6) 2018: the patient came for follow up visit. (B)(6) 2018: the patient came for follow up visit and routine CT of chest abdomen and pelvis was done. (B)(6) 2018: the patient came for follow up visit. (B)(6) 2018: the patient came for follow up visit. (B)(6) 2018: the patient came for follow up visit. (B)(6) 2018: the patient came for follow up visit. (B)(6) 2018: the patient came for follow up visit and suffered from hand numbness in the right hand for the past year and half. Lateral epicondylitis, right (plan: use tennis elbow strap with all activities for 4 weeks after symptoms resolved and to fu if needed. Carpal tunnel syndrome of right wrist( plan; discussed options-patient wishes to proceed with surgery). (B)(6) 2018: the patient came for follow up visit and suffered from numbness, tingling and discomfort in right hand, emg study confirmed severe carpal tunnel syndrome. Procedure: right carpal tunnel release. Surgery right carpal tunnel syndrome with severe electromyography changes. (B)(6) 2018: the patient came for follow up visit. (B)(6) 2018: the patient came for follow up visit and CT scan was done and also recommended a follow up of pelvic ultrasound due to pelvic pain. (B)(6) 2018: the patient came for follow up visit (B)(6) 2019: the patient came for follow up visit and suffered from back pain but it usually affects the right lower spine, but this time it affects left flank for two days and also reports vomiting for two days ago. Patient has a ua cbc and bmp done and everything was normal. A diagnosis of lumbar back pain was also pertinent to the visit. (B)(6) 2019: the patient presents with a chief complaint of consistent( but worse at times) pain of the neck and upper back since tue, (B)(6), 2019. The patient describes the severity as moderate. The problem is made worse by movement. Context-initial history: the patient report it was the result of an injury that occurred on (B)(6) 2019, which was not work related, which had a sudden onset. The patient reports that the onset was associated with blunt force trauma, patient slipped and fell on ice. The patient also reports numbness/tingling as an abnormal symptom related to the complaint. (B)(6) 2019: the patient underwent 4 radiographs of the cervical spine. History/ preliminary diagnosis mentioning patient fell on ice the day before. Findings: anterior fusion of c5-c6 with possible fracture of the junction of the proximal one third and the distal two third of the plate. No screw loosening. No soft tissue swelling. No fractures. No dislocations. Patient also underwent frontal radiograph of the pelvis and frog-leg view of the left hip. Findings: no fractures. No dislocations. No soft tissue swelling. Degenerative disease sacroiliac and hip joints. Djd symphysis pubis. Impression: no acute skeletal injuries of the pelvis. Diagnosis: sprain of ligaments of cervical spine, initial encounter, sprain of ligaments of lumbar spine, initial encounter, contusion of left hip, initial encounter, solitary pulmonary nodule. (B)(6) 2019: the patient underwent cervical x rays. Impressions: I) cervical chronical pain ii) cervical stenosis. (B)(6) 2019: the patient went for a referral for second opinion. 02 dec 2019: the patient came for follow up visit and was diagnosed with malignant neoplasm of the right renal pelvis. (B)(6) 2019: the patient had a CT chest/abdomen with contrast. Results were abnormal-there were small pulmonary nodules. (B)(6) 2020: the patient went for a second opinion for neck issues by ortho fwo.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2013: the patient underwent cervical CT. Impressions: large posterior osteophytes at c6-c7, large calcification at c5-c6 (B)(6) 2013: the patient underwent x-rays of the cervical [ap, lateral]. Impressions: cervical myelopathy, cervical radiculitis, cervical sprain/strain (B)(6) 2013: the patient underwent cervical spine MRI without contrast. Impressions: I) c3/c4, mild left foraminal encroachment ii) c4/c5, mild right foraminal encroachment iii) c5/c6, small to moderate partly focal central protrusion and ridging, mild central stenosis, mild right foraminal encroachment IV) c6/c7, diffuse annular bulging including broad-based left lateral component, mild to moderate central stenosis, moderate to severe bi\foraminal encroachment. (B)(6) 2013: the patient came for follow up visit. (B)(6) 2013: the patient came for follow up visit. (B)(6) 2014: the patient came for follow up visit. Diagnoses: cervical myelopathy (B)(6) 2014: the patient was presented with following pre-op diagnosis (I ) cervical spondylosis (ii ) cervical myelopathy (iii) cervical radiculitis. The patient underwent following procedures (I) c5/6, c6/7 arthrodesis (ii) c5-c7 anterior instrumentation (iii) use of allograft (IV) use of autograft (v) intra op fluoro vi) neuromonitoring. As per op notes, ¿I bluntly dissected down and found the spine and the longus colli. A penfield 4 was placed over the c6-c7 disk space, and permanent fluoroscopic image was saved for localization. I then made an annulotomy in the c6-c7 disk space. The anterior longitudinal ligament and longus colli were then subperiosteally elevated from c5 to c7 without disrupting the disk space at c4-c5 or c7-t1. Self-retaining retractors were then placed. The curets and pituitaries were then placed in c7 and c6 and distracted at c6-c7, caspar pins were then placed in c7 and c6 and distracted appropriately. I then used the bur to mill the endplates down. I then used the nerve hook to go through the posterior longitudi nal ligament (pll) and tool a #2 kerrison and removed the pll. I went up bilaterally and made sure that I had good decompression of the c7 nerve roots bilaterally. After I had good preparation of the endplates, decompression of the nerves, and hemostasis. I sized for a size 7 allograft. Throughout the case, the bone shavings from the bur were harvested for local autograft. I then mixed the local autograft and pressed with some demineralized bone matrix (dbm) onto the cortical cancellous allograft. That was a 7 mm lordotic allograft and placed it at the c7 disk space. I had a good fit. The caspar pin was then removed at c7 and was placed at c5. I then used the 15 blades to do an annulotomy of c5-c6 and did the discectomy with a curets and pituitaries at c6-c7. A caspar pin distractor was then placed and went through the pll with a 2 mm kerrsion and completed decompression of the c6 nerve roots bilaterally. I then used the bur again to mill the endplates and had a good decompression, good hemostasis. I then sized for another 7 mm graft. At c5/6 the disc osteophyte complex was difficult to get through and tease off the dura. I then placed the cortical cancellous allograft into the c5-c6 disk space that had dbm and allograft pressed into it. The wound was then thoroughly cleaned out and irrigated, and it had good hemostasis. I then sized for a 37.5 mm atlantis translational plate and then placed a stay pin in c6. Then with the drill guide I drilled bilaterally at c5 and placed 16 mm variable angle screws into c5. I then went down to c7, then drilled and placed 2 variable angle screws in c7. The one on the right was a 4.5x15 mm. The one on the left was 4.0x16 mm. I had good fixation. I removed the holding pin in c6, drilled and placed 2 fixed angle screws that were 4.0x16mm screws in c6. The wound was thoroughly cleaned and irrigated. Before placing the plate, I did place the rest of the bone graft with the dbm and the autograft that was harvested into the gutters lateral to the cortical cancellous allograft. I had good hemostasis. I had good bleeding and made sure there was no bleeding along the bone edges or on the longus colli. After I had good hemostasis. I then closed the platysma and the subcutaneous tissue in 1 layer with 2-0 vicryl suture, 4-0 vicryl suture was used to close the skin in a running subcuticular fashion. Sterile dermabond dressing was placed.¿ the patient underwent rad-cervical spine 2 -3 views. Impressions: recent anterior fusion involving the c5, c6 and c7 levels. Alignment of the vertebrae appear unremarkable. (B)(6) 2014: the patient came for follow up visit. (B)(6) 2014: the patient underwent x-rays of the cervical [ap, lateral]. Impressions: 2 weeks s/p c5/6 6/7 arthrodesis, 2 weeks s/p c5-7 anterior instrumentation. (B)(6) 2014: the patient came for follow up visit. (B)(6) 2014: the patient underwent x-rays of the cervical [ap, lateral]. Impressions: 6 weeks s/p c5/6 6/7 arthrodesis, 6 weeks s/p c5-7 anterior instrumentation. (B)(6) 2018: the patient came for follow up visit. (B)(6) 2019: the patient underwent cervical x rays. Impressions: I) cervical chronical pain ii) cervical stenosis. Update received on 24 mar 2020: patient demographics: caucasian. Family medical: mother- throat cancer. Medications: prednisone, flexeril, omeprazole, carafate, zantax, prilosec, levaquin, tramadol, clindamycin, vancomycin, morphine and zofran, dilaudid, lactated ringer 500ml bolus, bactrim ds, norco, solu-medrol, cephalexin, cataflam, zofran, hydroxyzine, permethrin craem and keflex. (B)(6) 2016: the patient came for follow up visit with a complaint of right arm numbness since three weeks. She also gets pain that shoot down her arm, some painin her shoulder when she turns her neck of mid intensity, sometimes a sharp pain. (B)(6) 2016: the patient came for follow up visit and her CT scan done. (B)(6) 2016: the patient came for follow up visit. (B)(6) 2016: the patient came for follow up visit. (B)(6) 2017: the patient came for follow up visit. (B)(6) 2017: the patient came for follow up visit and ultrasound was performed.(B)(6) 2017: the patient came for follow up visit. (B)(6) 2017: the patient came for follow up visit. (B)(6) 2017: the patient had a gfr test done with low sodium levels. (B)(6) 2017: the patient had a gfr test done with high glucose levels. (B)(6) 2017: the patient came for follow up visit. (B)(6) 2017: the patient came for follow up visit and suffered from right arm pain for 2 months on and off. Has had some screws put in her cervical spine. She has some intermittent pain. It radiates down her right lower neck into her arm and shoulder blade. Occasional numbness and tingling in arms. Pain is an 8/10. Sometime hurts when she turns her head to the right. Neck nerve was pinched. (B)(6) 2017: the patient came for follow up visit and suffered from radial side elbow pain two months ago, numbness in hand. (B)(6) 2017: the patient came for follow up visit and had radial side elbow pain arm pain and injury for 2 months ago and numbness in hand, lab work done with radiological report. There appears to have been previous surgery at the distal right clavicle. Unremarkable shoulder examination. (B)(6) 2018: the patient came for follow up visit and suffered from right arm pain intermittently for months, likely related to radi culopathy. She has had cervical fusion about 4 years ago. No neuro deficits on exams. (B)(6) 2018: the patient came for follow up visit. (B)(6) 2018: the patient came for follow up visit and routine CT of chest abdomen and pelvis was done. (B)(6) 2018: the patient came for follow up visit. (B)(6) 2018: the patient came for follow up visit. (B)(6) 2018: the patient came for follow up visit. (B)(6) 2018: the patient came for follow up visit. (B)(6) 2018: the patient came for follow up visit and suffered from hand numbness in the right hand for the past year and half. Lateral epicondylitis, right (plan: use tennis elbow strap with all activities for 4 weeks after symptoms resolved and to fu if needed. Carpal tunnel syndrome of right wrist( plan; discussed options-patient wishes to proceed with surgery). (B)(6) 2018: the patient came for follow up visit and suffered from numbness, tingling and discomfort in right hand, emg study confirmed severe carpal tunnel syndrome. Procedure: right carpal tunnel release. Surgery right carpal tunnel syndrome with severe electromyography changes. (B)(6) 2018: the patient came for follow up visit. (B)(6) 2018: the patient came for follow up visit and CT scan was done and also recommended a follow up of pelvic ultrasound due to pelvic pain. (B)(6) 2018: the patient came for follow up visit (B)(6) 2019: the patient came for follow up visit and suffered from back pain but it usually affects the right lower spine, but this time it affects left flank for two days and also reports vomiting for two days ago. Patient has a ua cbc and bmp done and everything was normal. A diagnosis of lumbar back pain was also pertinent to the visit. (B)(6) 2019: the patient presents with a chief complaint of consistent( but worse at times) pain of the neck and upper back since tue, (B)(6) 2019. The patient describes the severity as moderate. The problem is made worse by movement. Context-initial history: the patient report it was the result of an injury that occurred on (B)(6) 2019, which was not work related, which had a sudden onset. The patient reports that the onset was associated with blunt force trauma, patient slipped and fell on ice. The patient also reports numbness/tingling as an abnormal symptom related to the complaint. (B)(6) 2019: the patient underwent 4 radiographs of the cervical spine. History/ preliminary diagnosis mentioning patient fell on ice the day before. Findings: anterior fusion of c5-c6 with possible fracture of the junction of the proximal one third and the distal two third of the plate. No screw loosening. No soft tissue swelling. No fractures. No dislocations. Patient also underwent frontal radiograph of the pelvis and frog-leg view of the left hip. Findings: no fractures. No dislocations. No soft tissue swelling. Degenerative disease sacroiliac and hip joints. Djd symphysis pubis. Impression: no acute skeletal injuries of the pelvis. Diagnosis: sprain of ligaments of cervical spine, initial encounter, sprain of ligaments of lumbar spine, initial encounter, contusion of left hip, initial encounter, solitary pulmonary nodule. (B)(6) 2019: the patient underwent cervical x rays. Impressions: I) cervical chronical pain ii) cervical stenosis. (B)(6) 2019: the patient came for follow up visit and was diagnosed with malignant neoplasm of the right renal pelvis. (B)(6) 2019: the patient had a CT chest/abdomen with contrast. Results were abnormal-there were small pulmonary nodules.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2013: the patient underwent cervical CT. Impressions: large posterior osteophytes at c6-c7, large calcification at c5-c6 (B)(6) 2013: the patient underwent x-rays of the cervical [ap, lateral]. Impressions: cervical myelopathy, cervical radiculitis, cervical sprain/strain (B)(6) 2013: the patient underwent cervical spine MRI without contrast. Impressions: I) c3/c4, mild left foraminal encroachment ii) c4/c5, mild right foraminal encroachment iii) c5/c6, small to moderate partly focal central protrusion and ridging, mild central stenosis, mild right foraminal encroachment IV) c6/c7, diffuse annular bulging including broad-based left lateral component, mild to moderate central stenosis, moderate to severe bi\foraminal encroachment. (B)(6) 2013: the patient came for follow up visit. (B)(6) 2013: the patient came for follow up visit. (B)(6) 2014: the patient came for follow up visit. Diagnoses: cervical myelopathy (B)(6) 2014: the patient was presented with following pre-op diagnosis (I ) cervical spondylosis (ii ) cervical myelopathy (iii) cervical radiculitis. The patient underwent following procedures (I) c5/6, c6/7 arthrodesis (ii) c5-c7 anterior instrumentation (iii) use of allograft (IV) use of autograft (v) intra op fluoro vi) neuromonitoring. As per op notes, ¿I bluntly dissected down and found the spine and the longus colli. A penfield 4 was placed over the c6-c7 disk space, and permanent fluoroscopic image was saved for localization. I then made an annulotomy in the c6-c7 disk space. The anterior longitudinal ligament and longus colli were then subperiosteally elevated from c5 to c7 without disrupting the disk space at c4-c5 or c7-t1. Self-retaining retractors were then placed. The curets and pituitaries were then placed in c7 and c6 and distracted at c6-c7, caspar pins were then placed in c7 and c6 and distracted appropriately. I then used the bur to mill the endplates down. I then used the nerve hook to go through the posterior longitudinal ligament (pll) and tool a #2 kerrison and removed the pll. I went up bilaterally and made sure that I had good decompression of the c7 nerve roots bilaterally. After I had good preparation of the endplates, decompression of the nerves, and hemostasis. I sized for a size 7 allograft. Throughout the case, the bone shavings from the bur were harvested for local autograft. I then mixed the local autograft and pressed with some demineralized bone matrix (dbm) onto the cortical cancellous allograft. That was a 7 mm lordotic allograft and placed it at the c7 disk space. I had a good fit. The caspar pin was then removed at c7 and was placed at c5. I then used the 15 blades to do an annulotomy of c5-c6 and did the discectomy with a curets and pituitaries at c6-c7. A caspar pin distractor was then placed and went through the pll with a 2 mm kerrsion and completed decompression of the c6 nerve roots bilaterally. I then used the bur again to mill the endplates and had a good decompression, good hemostasis. I then sized for another 7 mm graft. At c5/6 the disc osteophyte complex was difficult to get through and tease off the dura. I then placed the cortical cancellous allograft into the c5-c6 disk space that had dbm and allograft pressed into it. The wound was then thoroughly cleaned out and irrigated, and it had good hemostasis. I then sized for a 37.5 mm atlantis translational plate and then placed a stay pin in c6. Then with the drill guide I drilled bilaterally at c5 and placed 16 mm variable angle screws into c5. I then went down to c7, then drilled and placed 2 variable angle screws in c7. The one on the right was a 4.5x15 mm. The one on the left was 4.0x16 mm. I had good fixation. I removed the holding pin in c6, drilled and placed 2 fixed angle screws that were 4.0x16mm screws in c6. The wound was thoroughly cleaned and irrigated. Before placing the plate, I did place the rest of the bone graft with the dbm and the autograft that was harvested into the gutters lateral to the cortical cancellous allograft. I had good hemostasis. I had good bleeding and made sure there was no bleeding along the bone edges or on the longus colli. After I had good hemostasis. I then closed the platysma and the subcutaneous tissue in 1 layer with 2-0 vicryl suture, 4-0 vicryl suture was used to close the skin in a running subcuticular fashion. Sterile dermabond dressing was placed.¿ the patient underwent rad-cervical spine 2 -3 views. Impressions: recent anterior fusion involving the c5, c6 and c7 levels. Alignment of the vertebrae appear unremarkable. (B)(6) 2014: the patient came for follow up visit. (B)(6) 2014: the patient underwent x-rays of the cervical [ap, lateral]. Impressions: 2 weeks s/p c5/6 6/7 arthrodesis, 2 weeks s/p c5-7 anterior instrumentation. (B)(6) 2014: the patient came for follow up visit. (B)(6) 2014: the patient underwent x-rays of the cervical [ap, lateral]. Impressions: 6 weeks s/p c5/6 6/7 arthrodesis, 6 weeks s/p c5-7 anterior instrumentation. (B)(6) 2016: the patient came for follow up visit with a complaint of right arm numbness since three weeks. She also gets pain that shoot down her arm, some pain in her shoulder when she turns her neck of mid intensity, sometimes a sharp pain. (B)(6) 2016: the patient came for follow up visit and her CT scan done. (B)(6) 2016: the patient came for follow up visit. (B)(6) 2016: the patient came for follow up visit. (B)(6) 2017: the patient came for follow up visit. (B)(6) 2017: the patient came for follow up visit and ultrasound was performed. (B)(6) 2017: the patient came for follow up visit. (B)(6) 2017: the patient came for follow up visit. (B)(6) 2017: the patient came for follow up visit. (B)(6) 2017: the patient came for follow up visit and suffered from right arm pain for 2 months on and off. Has had some screws put in her cervical spine. She has some intermittent pain. It radiates down her right lower neck into her arm and shoulder blade. Occasional numbness and tingling in arms. Pain is an 8/10. Sometime hurts when she turns her head to the right. Neck nerve was pinched. (B)(6) 2017: the patient came for follow up visit and suffered from radial side elbow pain two months ago, numbness in hand. (B)(6) 2017: the patient came for follow up visit and had radial side elbow pain arm pain and injury for 2 months ago and numbness in hand, lab work done with radiological report. There appears to have been previous surgery at the distal right clavicle. Unremarkable shoulder examination. (B)(6) 2018: the patient came for follow up visit and suffered from right arm pain intermittently for months, likely related to radiculopathy. She has had cervical fusion about 4 years ago. No neuro deficits on exams. (B)(6) 2018: the patient came for follow up visit. (B)(6) 2018: the patient came for follow up visit. (B)(6) 2018: the patient came for follow up visit. (B)(6) 2018: the patient came for follow up visit. (B)(6) 2018: the patient came for follow up visit. (B)(6) 2018: the patient came for follow up visit. (B)(6) 2018: the patient came for follow up visit and suffered from hand numbness in the right hand for the past year and half. Lateral epicondylitis, right (plan: use tennis elbow strap with all activities for 4 weeks after symptoms resolved and to fu if needed. Carpal tunnel syndrome of right wrist( plan; discussed options-patient wishes to proceed with surgery). (B)(6) 2018: the patient came for follow up visit and suffered from numbness, tingling and discomfort in right hand, emg study confirmed severe carpal tunnel syndrome. Procedure: right carpal tunnel release. Surgery right carpal tunnel syndrome with severe electromyography changes. (B)(6) 2018: the patient came for follow up visit. (B)(6) 2018: the patient came for follow up visit and CT scan was done and also recommended a follow up of pelvic ultrasound due to pelvic pain. (B)(6) 2018: the patient came for follow up visit (B)(6) 2019: the patient came for follow up visit and suffered from back pain but it usually affects the right lower spine, but this time it affects left flank for two days and also reports vomiting for two days ago. Patient has a ua cbc and bmp done and everything was normal. A diagnosis of lumbar back pain was also pertinent to the visit. (B)(6) 2019: the patient underwent cervical x rays. Impressions: I) cervical chronical pain ii) cervical stenosis.

Manufacturer narrative:
Medical advisor interpretation of radiographic images: ap lateral and oblique post op xray for c5-7. Acdf provided the 5-6 level appears unfused and a fracture of the plate at this level is seen. This appears to be 5 years after surgery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2013: the patient underwent cervical CT. Impressions: large posterior osteophytes at c6-c7, large calcification at c5-c6. (B)(6) 2013: the patient underwent x-rays of the cervical [ap, lateral]. Impressions: cervical myelopathy, cervical radiculitis, cervical sprain/strain. (B)(6) 2013: the patient underwent cervical spine MRI without contrast. Impressions: I) c3/c4, mild left foraminal encroachment ii) c4/c5, mild right foraminal encroachment iii) c5/c6, small to moderate partly focal central protrusion and ridging, mild central stenosis, mild right foraminal encroachment IV) c6/c7, diffuse annular bulging including broad-based left lateral component, mild to moderate central stenosis, moderate to severe bi\foraminal encroachment. (B)(6) 2013: the patient came for follow up visit. (B)(6) 2013: the patient came for follow up visit. (B)(6) 2014: the patient came for follow up visit. Diagnoses: cervical myelopathy. (B)(6) 2014: the patient was presented with following pre-op diagnosis (I ) cervical spondylosis (ii ) cervical myelopathy (iii) cervical radiculitis. The patient underwent following procedures (I) c5/6, c6/7 arthrodesis (ii) c5-c7 anterior instrumentation (iii) use of allograft (IV) use of autograft (v) intra op fluoro vi) neuromonitoring. As per op notes, ¿I bluntly dissected down and found the spine and the longus colli. A penfield 4 was placed over the c6-c7 disk space, and permanent fluoroscopic image was saved for localization. I then made an annulotomy in the c6-c7 disk space. The anterior longitudinal ligament and longus colli were then subperiosteally elevated from c5 to c7 without disrupting the disk space at c4-c5 or c7-t1. Self-retaining retractors were then placed. The curets and pituitaries were then placed in c7 and c6 and distracted at c6-c7, caspar pins were then placed in c7 and c6 and distracted appropriately. I then used the bur to mill the endplates down. I then used the nerve hook to go through the posterior longitudinal ligament (pll) and tool a #2 kerrison and removed the pll. I went up bilaterally and made sure that I had good decompression of the c7 nerve roots bilaterally. After I had good preparation of the endplates, decompression of the nerves, and hemostasis. I sized for a size 7 allograft. Throughout the case, the bone shavings from the bur were harvested for local autograft. I then mixed the local autograft and pressed with some demineralized bone matrix (dbm) onto the cortical cancellous allograft. That was a 7 mm lordotic allograft and placed it at the c7 disk space. I had a good fit. The caspar pin was then removed at c7 and was placed at c5. I then used the 15 blades to do an annulotomy of c5-c6 and did the discectomy with a curets and pituitaries at c6-c7. A caspar pin distractor was then placed and went through the pll with a 2 mm kerrsion and completed decompression of the c6 nerve roots bilaterally. I then used the bur again to mill the endplates and had a good decompression, good hemostasis. I then sized for another 7 mm graft. At c5/6 the disc osteophyte complex was difficult to get through and tease off the dura. I then placed the cortical cancellous allograft into the c5-c6 disk space that had dbm and allograft pressed into it. The wound was then thoroughly cleaned out and irrigated, and it had good hemostasis. I then sized for a 37.5 mm atlantis translational plate and then placed a stay pin in c6. Then with the drill guide I drilled bilaterally at c5 and placed 16 mm variable angle screws into c5. I then went down to c7, then drilled and placed 2 variable angle screws in c7. The one on the right was a 4.5x15 mm. The one on the left was 4.0x16 mm. I had good fixation. I removed the holding pin in c6, drilled and placed 2 fixed angle screws that were 4.0x16mm screws in c6. The wound was thoroughly cleaned and irrigated. Before placing the plate, I did place the rest of the bone graft with the dbm and the autograft that was harvested into the gutters lateral to the cortical cancellous allograft. I had good hemostasis. I had good bleeding and made sure there was no bleeding along the bone edges or on the longus colli. After I had good hemostasis. I then closed the platysma and the subcutaneous tissue in 1 layer with 2-0 vicryl suture, 4-0 vicryl suture was used to close the skin in a running subcuticular fashion. Sterile dermabond dressing was placed.¿ the patient underwent rad-cervical spine 2 -3 views. Impressions: recent anterior fusion involving the c5, c6 and c7 levels. Alignment of the vertebrae appear unremarkable. (B)(6) 2014: the patient came for follow up visit. (B)(6) 2014: the patient underwent x-rays of the cervical [ap, lateral]. Impressions: 2 weeks s/p c5/6 6/7 arthrodesis, 2 weeks s/p c5-7 anterior instrumentation. (B)(6) 2014: the patient came for follow up visit. (B)(6) 2014: the patient underwent x-rays of the cervical [ap, lateral]. Impressions: 6 weeks s/p c5/6 6/7 arthrodesis, 6 weeks s/p c5-7 anterior instrumentation. (B)(6) 2018: the patient came for follow up visit. (B)(6) 2019: the patient underwent cervical x rays. Impressions: I) cervical chronical pain ii) cervical stenosis. Update received on 24 mar 2020: patient demographics: caucasian. Family medical: mother- throat cancer. Medications: prednisone, flexeril, omeprazole, carafate, zantax, prilosec, levaquin, tramadol, clindamycin, vancomycin, morphine and zofran, dilaudid, lactated ringer 500ml bolus, bactrim ds, norco, solu-medrol, cephalexin, cataflam, zofran, hydroxyzine, permethrin craem and keflex. (B)(6) 2016: the patient came for follow up visit with a complaint of right arm numbness since three weeks. She also gets pain that shoot down her arm, some pain in her shoulder when she turns her neck of mid intensity, sometimes a sharp pain. (B)(6) 2016: the patient came for follow up visit and her CT scan done. (B)(6) 2016: the patient came for follow up visit. (B)(6) 2016: the patient came for follow up visit.(B)(6) 2017: the patient came for follow up visit. (B)(6) 2017: the patient came for follow up visit and ultrasound was performed. (B)(6) 2017: the patient came for follow up visit. (B)(6) 2017: the patient came for follow up visit. (B)(6) 2017: the patient came for follow up visit. (B)(6) 2017: the patient came for follow up visit and suffered from right arm pain for 2 months on and off. Has had some screws put in her cervical spine. She has some intermittent pain. It radiates down her right lower neck into her arm and shoulder blade. Occasional numbness and tingling in arms. Pain is an 8/10. Sometime hurts when she turns her head to the right. Neck nerve was pinched. (B)(6) 2017: the patient came for follow up visit and suffered from radial side elbow pain two months ago, numbness in hand. (B)(6) 2017: the patient came for follow up visit and had radial side elbow pain arm pain and injury for 2 months ago and numbness in hand, lab work done with radiological report. There appears to have been previous surgery at the distal right clavicle. Unremarkable shoulder examination. (B)(6) 2018: the patient came for follow up visit and suffered from right arm pain intermittently for months, likely related to radi culopathy. She has had cervical fusion about 4 years ago. No neuro deficits on exams. (B)(6) 2018: the patient came for follow up visit. (B)(6) 2018: the patient came for follow up visit. (B)(6) 2018: the patient came for follow up visit. (B)(6) 2018: the patient came for follow up visit. (B)(6) 2018: the patient came for follow up visit. (B)(6) 2018: the patient came for follow up visit and suffered from hand numbness in the right hand for the past year and half. Lateral epicondylitis, right (plan: use tennis elbow strap with all activities for 4 weeks after symptoms resolved and to fu if needed. Carpal tunnel syndrome of right wrist( plan; discussed options-patient wishes to proceed with surgery). (B)(6) 2018: the patient came for follow up visit and suffered from numbness, tingling and discomfort in right hand, emg study confirmed severe carpal tunnel syndrome. Procedure: right carpal tunnel release. Surgery right carpal tunnel syndrome with severe electromyography changes. (B)(6) 2018: the patient came for follow up visit. (B)(6) 2018: the patient came for follow up visit and CT scan was done and also recommended a follow up of pelvic ultrasound due to pelvic pain. (B)(6) 2018: the patient came for follow up visit (B)(6) 2019: the patient came for follow up visit and suffered from back pain but it usually affects the right lower spine, but this time it affects left flank for two days and also reports vomiting for two days ago. Patient has a ua cbc and bmp done and everything was normal. A diagnosis of lumbar back pain was also pertinent to the visit. (B)(6) 2019: the patient presents with a chief complaint of consistent( but worse at times) pain of the neck and upper back since tue, (B)(6) 2019. The patient describes the severity as moderate. The problem is made worse by movement. Context-initial history: the patient report it was the result of an injury that occurred on (B)(6) 2019, which was not work related, which had a sudden onset. The patient reports that the onset was associated with blunt force trauma, patient slipped and fell on ice. The patient also reports numbness/tingling as an abnormal symptom related to the complaint. (B)(6) 2019: the patient underwent 4 radiographs of the cervical spine. History/ preliminary diagnosis mentioning patient fell on ice the day before. Findings: anterior fusion of c5-c6 with possible fracture of the junction of the proximal one third and the distal two third of the plate. No screw loosening. No soft tissue swelling. No fractures. No dislocations. Patient also underwent frontal radiograph of the pelvis and frog-leg view of the left hip. Findings: no fractures. No dislocations. No soft tissue swelling. Degenerative disease sacroiliac and hip joints. Djd symphysis pubis. Impression: no acute skeletal injuries of the pelvis. Diagnosis: sprain of ligaments of cervical spine, initial encounter, sprain of ligaments of lumbar spine, initial encounter, contusion of left hip, initial encounter, solitary pulmonary nodule. (B)(6) 2019: the patient underwent cervical x rays. Impressions: I) cervical chronical pain ii) cervical stenosis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure performed: anterior cervical discectomy and fusion. Levels implanted: c7-t1 post-op, the implanted plate cracked. Beginning on or about (B)(6) 2014, plaintiff experienced trouble sleeping due to pain in her neck. Over the next several months, plaintiff continued to report a constant dull, but increasingly achy, pain with intermittent numbness in her fingers. On (B)(6) 2018, plaintiff¿s condition worsened, and she visited the hospital. On around (B)(6) 2019, x-rays of plaintiff¿ s neck where the plate was implanted showed it was cracked, and plaintiff suffered mature arthrodesis that is,artificial induction of joint ossification between two bones by surgery, with segmented cervical fusion; anterolisthesis ( anterolisthesis is a spine condition in which the upper vertebral body slips forward onto the vertebra below; it is another term for spondylolisthesis) at c7-t1 and 2 mm slippage. Plaintiff suffered severe chronic cervical pain and cervical stenosis.